Event description:
It was reported that a patient underwent surgery for treatment of a hip fracture using a trochanteric fixation nail system (tfn) system. It was reported that the patient¿s anesthesia ¿became light and the patient bucked¿, resulting in the 6.0mm/10.0mm stepped cannulated drill bit tip breaking. One fragment broke off and was easily retrieved from the patient. There was a surgical time delay of five minutes to retrieve the broken fragment. The use of the drill bit was reported as an optional step, so when the drill bit broke, the surgeon was moved on without it and was able to successfully complete the procedure without further incident. The post-operative status of the patient is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. It was reported that ¿hospital put all [drill] pieces into sharps container for disposal. No return possible.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.